Manufacturer narrative:
(B)(4). Describe event or problem - correction to remove statement "the transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter had no voltage. The shared data log was evaluated and it contained no events related to the customer complaint. However, the data evaluation did confirm a permanent loss of connection. The reported event of low transmitter battery error message was not confirmed. A root cause could not be determined."

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Share data was downloaded and evaluated, no errors related to complaint observed. The reported event of low transmitter battery was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter had no voltage. The shared data log was evaluated and it contained no events related to the customer complaint. However, the data evaluation did confirm a permanent loss of connection. The reported event of low transmitter battery error message was not confirmed. A root cause could not be determined. Based on the findings of permanent loss of connection, this issue has been upgraded from non-reportable to reportable.